Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. The event history log (eh) showed a primary audible alarm bgnd test error. The pump was powered on as part of the functional test and the reported issue was duplicated. Primary audible alarm bgnd test error occurred at start-up. The reported cause was due to the interconnect board not operating as intended. As a result, the interconnect board was replaced and the speaker was also replaced as a preventive measure. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device, ro# 1244204 could not duplicate the primary audible alarm and as a preventive action, the speaker was replaced. There is no indication that the previous service contributed to the problem source of this complaint. B3 unknown.

Event description:
It was reported that the pump exhibited a system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.